Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the customer reports that during insertion of the obturator into the cannula of the trocar, it appeared that the obturator blade cut part of the seal and then ends up on the end of the blade as the surgeon is about to apply it to tissue. The surgeon is concerned that foreign bodies could end up in the pt. The sample is being sent for evaluation. No foreign body fell into the pt in this instance. No pt injury was reported.

Manufacturer narrative:
(B)(4).